Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Reporter stated PICC placed on (B)(6) by vat and then started leaking on (B)(6). Right popliteal PICC dressing found to be saturated with milk fluid (assumed to be lipids which was infusing). PICC rn changed the dressing and when flushing the PICC, found a small leak at the purple sheath and plastic junction of the PICC line. Provider notified and ordered removal of current PICC and placed a new order for PICC placement.